Event description:
It was reported in a primary surgery that the tip of the lag screw reamer broke and a small piece was left inside the patient. Surgical delay. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: south africa. No product was returned. However, one image was provided showing the laser engraving (item# / lot#) of the reported device, but not of the cutter/blade and thus not showing the reported issue. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the confirmation of the reported event of fracture and retaining in patient with surgical delay received from additional follow-ups, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.